Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm1 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 32056 points to axes controller, arm (aca) in usm1 failed to initialize i2c device:

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was having a repeated error 32056 on universal surgical manipulator (usm1). Before calling technical support engineer (tse), they had already power cycled the system twice without success. They were about to dock the robot to the patient. Tse reviewed error logs and confirmed error 32056 pointing to usm 1 axes controller, arm (aca) board. Tse asked customer whether they could perform the procedure with three usms and they stated it was not the case. Tse guided customer to power the system off performing an emergency power off (epo) on patient side cart (psc) without success. The surgeon did not know for sure how they were going to proceed with the patient but stated they were most likely going to convert to laparoscopic surgery. The procedure was completed laparoscopically with no patient consequence reported.